Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause for the presence of foreign material in the air/water nozzle could not be determined. The event can be detected/prevented by following the instructions for use (IFU): operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the reportable malfunction identified in b5, the nozzle clogged due to foreign material stuck inside. The following non-reportable findings were found during evaluation: distal end plastic cover had dents and scratches, light guide lens had excessive black residue inside lens x 2, old adhesive over objective lens, light guide tube had minor buckles, and control knob movement had minor play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water leakages or fluid invasion, no water coming out when used. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle clogged due to foreign material stuck inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.